Event description:
It was reported that patient was in a lot of pain and thought she might be out of medication. It was added that patient fell about two months ago, and patient's pain level seemed to be worse after the fall. It was added that patient thought "she might have done something to the catheter from the fall." The pump was last filled in (B)(6) 2011; drug delivered via the device was morphine. Additional information received on (B)(6) 2012 indicated that the pump was alarming due to low reservoir in (B)(6) 2012 and has not been filled; patient was going to be refilled this week. It was further added that "patient simply missed refill, had no symptoms."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model: 8731, serial# (B)(4), implanted: (B)(6) 2004, explanted: unk. (B)(4).